Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-jan-2026, a distributor reported via email that two ar-3636 knotless 1.8 fibertak soft anchors were involved in an intraoperative issue. After anchor insertion into the glenoid, the surgeon gently pulled all sutures to set the device. During this step, the #2 repair suture detached from the anchor at the anchor level and remained in the surgeon¿s hand, while the implant remained seated in the glenoid. The issue occurred during a procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 04-feb-2026: during a slap repair procedure, the surgeon reported that the blue repair suture detached from the ar-3636 knotless 1.8 fibertak soft anchor immediately after the guide was removed. As the surgeon gently pulled on the suture to set the anchor, the blue suture separated and remained in the surgeon's hand. The anchor itself remained seated in the bone. No suture abrasion was observed at the cannula lip, portal, or implant edge prior to detachment. The case was completed by placing a new ar-3636 knotless 1.8 fibertak soft anchor adjacent to the initial position. The event resulted in an approximately two-minute delay, and no additional anesthesia was required.